Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding and clotting") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menometrorrhagia ("irregular menstrual cycle that can extend to 2 months long"), fungal infection ("chronic yeast infections"), dyspareunia ("pain during intercourse"), back pain ("chronic back pain"), fatigue ("extreme exhaustion"), abdominal distension ("severe abdominal bloating"), alopecia ("excessive hair loss and thinning"), headache ("daily headache"), nausea ("nausea"), dizziness ("dizziness"), memory impairment ("substantial memory deterioration") and dysgeusia ("occasionally the taste of metal or chemicals in her mouth"). The patient was treated with surgery (essure device removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, menometrorrhagia, fungal infection, dyspareunia, back pain, fatigue, abdominal distension, alopecia, headache, nausea, dizziness, memory impairment and dysgeusia outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dizziness, dysgeusia, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, memory impairment, menometrorrhagia, nausea, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians. On or around 2013 or 2014, plaintiff underwent a procedure to have her essure device removed as treatment for her symptoms. She believes the device, along with her fallopian tubes, were removed. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.